Event description:
The helix was not moving smoothly; it kept jumping out after 23-30 turns before helix would pop out. It would not get a bite.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. Particularly with regard to the helix difficulties as well as lead dislodgement as mentioned in the complaint description, the investigations did not show any deviations from the mechanical specifications. The fixation helix could be properly extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism. The analysis did not reveal any sigh of a material or manufacturing problem.